Event description:
One side of the jaw on the hemopro 2 began to separate into two pieces. Pa was actively using the instrument inside the patients left leg when he noticed the breakdown in the jaw on the monitor. He withdrew the hemopro, visually inspected that all parts were still present and passed off the instrument while a new one was brought in. Pa states he did not see any visible harm to the patient due to the defective instrument.